Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. No information was captured in sections as the customer's age and weight were not provided. The model number was not provided.

Event description:
The advocate from (B)(6) reported that the customer's blood glucose readings were not being stored in the memory of her contour next link 2.4 meter. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter serial # (B)(4). An in-house testing was performed using the returned meter with in-house contour next test strips and contour next control solution, which gave satisfactory performance. The returned meter was also tested with the in-house contour next test strips and breeze 2 control solution to simulate as blood. All readings were properly stored in the meter's memory.